Event description:
It was reported that during a device change procedure this right ventricular lead was checked and an acute bend with an insulation break was noticed. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.